Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient was scheduled for a refill appointment for last monday. The patient did not have enough money to pay for the appointment and had to cancel it. The patient went back the date of this report to "get her medicine" and was told it had spoiled. The patient was upset that they did not notify her to come get her medication. The pump was used to deliver morphine and an unknown muscle relaxer. No outcome was reported. Additional information has been requested, but was not available as of the date of this report.